Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and heavy menstrual bleeding ('prolonged menses/menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity. Concomitant products included carbamazepine (tegretol), cefixime (flexeril), clonazepam (klonopin), gabapentin, trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in mouth/other injury(ies) or complications please describe: metal taste in mouth"), dyspareunia ("dyspareunia(painful sexual)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), colitis ("gastrointestinal or digestive system condition type: colitus") and hypersensitivity ("allergic reaction or sensitivity reaction type: sensitivity"). In (B)(6) 2008, the patient experienced infected cyst ("infection (other), describe: cyst"). In 2009, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced hair growth abnormal ("hormonal changes describe: growing more hair"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female/pain"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), rash ("rashes or skin conditions type: rashes/ sensitivity") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation and ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, heavy menstrual bleeding, pelvic pain, dysmenorrhoea, abdominal pain, dysgeusia, dyspareunia, anxiety and depression had not resolved and the vaginal haemorrhage, female sexual dysfunction, hair growth abnormal, infected cyst, rash, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue, weight increased, colitis, hypersensitivity, back pain and fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, colitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hair growth abnormal, heavy menstrual bleeding, hypersensitivity, infected cyst, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 2009 ¿ discrepancy noted as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received: rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and menorrhagia ('prolonged menses/menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included effexor. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity. Concomitant products included carbamazepine (tegretol), cefixime (flexeril), clonazepam (klonopin), gabapentin and trazodone. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient started effexor. In (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in mouth/other injury(ies) or complications please describe: metal taste in mouth"), dyspareunia ("dyspareunia(painful sexual)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), colitis ("gastrointestinal or digestive system condition type: colitus") and hypersensitivity ("allergic reactionor sensitivity reaction type: sensitivity"). In (B)(6) 2008, the patient experienced infected cyst ("infection (other), describe: cyst"). In 2009, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced hair growth abnormal ("hormonal changes describe: growing more hair"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female/pain"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), rash ("rashes or skin conditions type: rashes/ sensitivity") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, dysgeusia, dyspareunia, anxiety and depression had not resolved and the vaginal haemorrhage, female sexual dysfunction, hair growth abnormal, infected cyst, rash, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue, weight increased, colitis, hypersensitivity, back pain and fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, colitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hair growth abnormal, hypersensitivity, infected cyst, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: not reported. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received event fibromyalgia and new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and menorrhagia ('prolonged menses/menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included effexor. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included obesity. Concomitant products included carbamazepine (tegretol), cefixime (flexeril), clonazepam (klonopin), gabapentin and trazodone. On an unknown date, the patient started effexor. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in mouth/other injury(ies) or complications please describe: metal taste in mouth"), dyspareunia ("dyspareunia(painful sexual)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), colitis ("gastrointestinal or digestive system condition type: colitus") and hypersensitivity ("allergic reaction or sensitivity reaction type: sensitivity"). In (B)(6) 2008, the patient experienced cyst ("infection (other), describe: cyst"). In 2009, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2009, the patient experienced hair growth abnormal ("hormonal changes describe: growing more hair"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female/pain"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed") and rash ("rashes or skin conditions type: rashes/ sensitivity"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, dysgeusia, dyspareunia, anxiety and depression had not resolved and the vaginal haemorrhage, female sexual dysfunction, hair growth abnormal, cyst, rash, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue, weight increased, colitis, hypersensitivity and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, colitis, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hair growth abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: result: not reported.. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Events: hormonal changes describe: growing more hair, infection (other), describe: cyst, rashes or skin conditions type: rashes/ sensitivity, bladder problems, urinary problems or changes, migraines / headaches, nausea, nickel allergy, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: colitis, allergic reaction or sensitivity reaction type: sensitivity, lower back pain, plaintiff did not undergo essure confirmation test were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding (general') and menorrhagia ('prolonged menses/menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity. Concomitant products included carbamazepine (tegretol), cefixime (flexeril), clonazepam (klonopin), gabapentin, trazodone and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dysgeusia ("metallic taste in mouth/other injury(ies) or complications please describe: metal taste in mouth"), dyspareunia ("dyspareunia(painful sexual)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), colitis ("gastrointestinal or digestive system condition type: colitus") and hypersensitivity ("allergic reactionor sensitivity reaction type: sensitivity"). On (B)(6) 2008, the patient experienced infected cyst ("infection (other), describe: cyst"). In 2009, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2009, the patient experienced hair growth abnormal ("hormonal changes describe: growing more hair"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female/pain"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), rash ("rashes or skin conditions type: rashes/ sensitivity") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation ). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, abdominal pain, dysgeusia, dyspareunia, anxiety and depression had not resolved and the vaginal haemorrhage, female sexual dysfunction, hair growth abnormal, infected cyst, rash, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, fatigue, weight increased, colitis, hypersensitivity, back pain and fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, colitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, hair growth abnormal, hypersensitivity, infected cyst, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.